Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported shuttling with the angio-seal device involved. The angio-seal anchor was pushed out of the sheath, but would not place and came back into the sheath. The device was not used, and manual compression was applied to achieve hemostasis. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. The estimated blood loss was less than 252cc's. There was no health damage to the patient. There was no patient injury or surgical intervention required. There was no equipment or other devices used with the above product.